Event description:
There was an allegation of questionable tina-quant apolipoprotein b ver.2 results from the cobas 8000 c702 module. The initial result was 2.29 g/l. On (B)(6) 2026 and (B)(6) 2026, following a customer complaint, the same patient sample was retested on both the cobas 8000 analyzers at the customer site. The repeat results were 1.13 g/l and 1.10 g/l.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.